Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed confirmed as having occurred in the field and replicated. Complaint details stated usm found to have loose carriage railing. Unit was tested on an in-house system in normal mode with no triggered errors but however, the rail was loose due to loosen screws. The rail was tested with rail gauge asset and passed. Signs of visual damage during inspection. The insertion rail screws was found to be the root cause of the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the usm.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had been experiencing resistance during the universal surgical manipulator 2 (usm2) insertion. The technical service engineer (tse) did not find any related errors. The tse advised the customer to verify that there was no drape material getting caught under the carriage. The procedure was completed with no reported injury.